Event description:
The customer reported cracked front and rear case. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the device was replaced with front cover, rear case, left/right handle, barrel clamp, tube/sleeve drive, wiper seal, flange gripper retainer, latch module assembly, left/right iui. Calibration was performed. Based on the findings, service determined that the probable root cause of the reported issue was due to wear of the syringe front cover. A review of the device history record showed the device had a manufacture date of 11feb2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the device was replaced with front cover, rear case, left/right handle, barrel clamp, tube/sleeve drive, wiper seal, flange gripper retainer, latch module assembly, left/right iui. Calibration was performed. Based on the findings, service determined that the probable root cause of the reported issue was due to wear of the syringe front cover. A review of the device history record showed the device had a manufacture date of 11feb2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported cracked front and rear case. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported cracked front and rear case. There was no patient involvement.